Event description:
During a procedure, the physician encountered difficulty when trying to remove the probe from the patient. When the physician pulled on the probe in an attempt to remove it, the 'sheath' of the probe was stripped off. There was no reported patient injury. Please note that kimberly-clerk healthcare owns this product line, and have reported an MDR for this incident under MFR report number: (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. On sample was returned. Sample review is currently ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.